Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis results found that one 6r45b reload was received partially fired and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. Batch history review has been completed with no anomalies reported.

Event description:
Account alleged that the brake will not lock.

Event description:
It was reported that during a gastric bypass procedure the device did not staple. They changed the reloads but during the complete procedure they continued to have problems. The procedure was prolonged minutes during the difficulties they were encountering. They did not have another device to verify the problem. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.